Event description:
The acme screwdrive that moves the camera head righ/left broke. The only other means of supporting/maintaining the gantry in a vertical position is a small bearing that fits into a u-channel in the back. The bearing had come out of the u-channel. The camera head had to be moved approx 3mm to get the camera head back into position to replace the drive screw. As the svc engineer was inspecting the situation, the camera fell to the floor, pinning the svc engineer under it. Luckily, it did not land on any part of his body. Design concern. Device mfg april 1998.